Event description:
It was reported that during a laparoscopic gastric bypass procedure, when intending to use the device in closing the incision, the device malfunctioned and did not form the first staple. The instrument was then replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
Insufficient nose weld. Evaluation summary - the analysis results showed that one instrument was returned with the nose open and non-functional due to insufficient nose weld. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.